Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2017 from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump containing gablofen [500 mcg/ml] at a dose of 50 mcg/day. Indication for use was unknown. It was reported on (B)(6) 2017, the representative got a call that the patient was in the emergency room with reports of a horrible headache and lower extremity weakness. The representative stated that the patient had the pump placed recently, but was not in the device records at that exact moment due to the pump serial number being registered incorrectly by a colleague. The representative stated the colleague had already contacted device registration to rectify the situation. The representative stated the patient was examined for a cerebrospinal fluid (csf) leak and was sent home with instructions to lie flat. The representative stated that on (B)(6) 2017, she saw the patient with the surgeon, and the dose was decreased from 50 mcg/day to 40 mcg/day to try to address the leg weakness just in case the symptoms could be a reaction to the baclofen. The representative stated an x-ray was done of the spine, and the patient was sent home with medications to help with the horrible headache they were still experiencing. The representative stated the patient reported the headache was better when he was lying flat. The plan was if the headache didn¿t resolve, they would to a blood patch in a day or two. It was unknown if the change in therapy/symptoms was considered sudden or gradual. No further patient complications were reported. Additional information received on 2017-nov-22 from the representative reported there was a possible drug overdose. Additional information received on 2017-nov-29 from the representative reported the patient was sent home from the emergency room. The patient came to see the physician on monday, (B)(6) 2017. The patient was still experiencing headaches when he was upright. The nurse practitioner who saw him consulted with the doctor, and it was decided to have the patient rest and increase fluids and see how he was the next day. No further patient complications were reported. Additional information received on 2017-dec-11 from an hcp via the representative reported she was called by an emergency room doctor when she was notified of the event. The representative spoke with the nurse practitioner at the doctor¿s office on 2017-dec-11, and she said a csf leak had been ruled out and that the patient was seeing another physician regarding his headaches. The representative did not know the serial number of the patient¿s pump and catheter.

Manufacturer narrative:
'Other' no longer applies. Serious injury no longer applies. (B)(4) no longer applies. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported they did not know the serial number of the patient¿s pump and catheter. The hcp stated there was no overdose. The reduction in drug dose did not resolve the patient¿s symptoms. The issue had been resolved. The patient¿s weight was unknown, and the hcp stated they did not recall the implant date of the patient¿s pump.